Event description:
On 20-may-2026, a facility representative reported via sems-(B)(4) that an ar-10010 probe - hook tip was missing. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.